Manufacturer narrative:
Should have been serious injury rather than malfunction. The patient's condtion was stable post procedure.

Event description:
Created per triagers request. It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced successfully. Additional information notes that the patient's condition was stable post procedure.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. An external abrasion was noted at 8.8 cm to 9.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced successfully.